Manufacturer narrative:
A review of the device data was performed and a diagnostic error was identified which resulted in the erroneous value. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device showed there were greater than 9999 non-sustained ventricular tachycardia (nsvt) stored events. However, there were no events recorded. No adverse patient effects were reported.